Event description:
The carotid stenting procedure, in which two (2) stents were placed, was uneventful and there were no device related issues. Subsequently, the pt experienced some neurolgical symptoms and was brought to ICU. Reportedly, there was a brain hemorrhage and then the pt expired in 2005.

Event description:
Patient experienced neurological symptoms. CT showed extensive new subarachnoid and subdural hemorrhage, with right to left midline shift. Final diagnosis was major ipsilateral hemorrhagic stroke. The patient expired 25 jan 2005.